Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient experienced chest pressure and "a weird aching pain". It was also reported by the patient that the icm may have migrated. The device remains in use. No further patient complications have been reported as a result of this event.